Event description:
A customer reported that trocar was broken and instrument would not fit in during vitrectomy surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened 23 gauge trocar assembly in a small parts tray (smpt) was received in a bag for the report. The returned sample was visually inspected and was found to be nonconforming, with the cannula damaged and broken. A functional fit test and dimensional ID measurement could not be performed due to the damage of the returned sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the damaged cannula is related to the automated manufacturing process of the trocar final assembly. The returned sample was found to be visually non-conforming, therefore a product fit issue as described by the customer was confirmed; and the root cause is the damage to the trocar cannula. A non-conformance investigation was initiated in order to investigate the root cause of the damage to the cannula. All trocar cannula or hub assemblies are 100% inspected for cannula damage. Any non-conformances found are removed from the lot and scrapped. An acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).